Manufacturer narrative:
There was no further information provided from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a surgical procedure the white substance was shooting out on initial use from the phacoemulsification handpiece and possibility of toxic anterior segment syndrome(tass) to the patient. Procedure details was not provided. Additional information has been requested. Additional information has been received indicating that the surgeon reported the patient experienced corneal burn as a result of handpiece occlusion during surgical procedure. It was assumed that the opaque white particulate fluid was produced as result of corneal burn. The procedure was completed. Additional information was received indicating the corneal burn occurred during the phacoemulsification (phaco) phase of a combined cataract extraction and glaucoma surgery. The ophthalmic viscoelastic was used in the wound to further dilate the pupil. The surgeon flushed the phaco handpiece and determined it was not blocked. The patient experience wound leakage which required four sutures. The procedure was completed.